Event description:
The facility representative reported a colleague infusion pump with "unit does not power on"; this condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. Baxter quality engineering determined the reported problem to be a manual tube release issue. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump that does not power on was found and confirmed during service evaluation. The cause of the reported condition was determined to be that the manual tube release (mtr) knob was in the open position. The mtr knob was rotated to the close position to fix the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the power issue was due to user error. The service history review revealed that the device has not been previously sent into service for the reported condition of "unit does not power on."